Event description:
Per the clinic, the patient experienced intermittencies and poor performance with the device. The recipient also required to undergo an MRI procedure. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.